Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who received essure for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia ("hypermenorrhea"), ovarian cyst ("cysts") with adnexa uteri pain and dysmenorrhoea ("dysmenorrhea"). The patient was treated with surgery (hysterectomy on (B)(6) 2016). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, ovarian cyst and dysmenorrhoea outcome was unknown. The reporter considered pelvic pain, menorrhagia, ovarian cyst and dysmenorrhoea to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): in (B)(6) 2015: hysterosalpingogram result was bilateral satisfactory placement and full occlusion. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 4 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain/pain") and uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia), uterine/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea") in a 31-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain and uterine inflammation. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"). In (B)(6) 2015, the patient experienced migraine ("migraines/ headaches"), headache ("migraines/ headaches") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 months 3 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced menorrhagia ("hypermenorrhea, abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), uterine, hypermenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea") and cyst ("cyst"). On an unknown date, the patient experienced ovarian cyst ("cysts") with adnexa uteri pain, mood swings ("hormonal changes describe: mood swings"), nausea ("nausea") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-lavh, a&p repair on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, ovarian cyst, dysmenorrhoea, vaginal haemorrhage, dyspareunia, vaginal discharge, mood swings, migraine, headache, nausea, weight increased and cyst outcome was unknown and the menorrhagia and fatigue had resolved. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory placement and full occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, hypermenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-aug-2018: pfs received. Outcome of events fatigue and menorrhagia were updated from unknown to recovered / resolved. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain / pain") and uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia), uterine/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea") in a 30-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain and uterine inflammation. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, the patient experienced menorrhagia ("hypermenorrhea, abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), uterine, hypermenorrhea"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("mental anguish") and depression ("depression"), 19 days after insertion of essure. On (B)(6) 2015, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches") and was found to have weight increased ("weight gain"). On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced cyst ("cyst"). On an unknown date, the patient experienced ovarian cyst ("cysts") with adnexa uteri pain. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-lavh, a&p repair on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving, the uterine haemorrhage, ovarian cyst, dysmenorrhoea, vaginal haemorrhage, dyspareunia, vaginal discharge, mood swings, migraine, headache, nausea, weight increased, cyst, anxiety and depression outcome was unknown and the menorrhagia and fatigue had resolved. The reporter considered anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: results: bilateral satisfactory placement and full occlusio. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, hypermenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-nov-2018: pfs received: new event depression and mental anguish were added. Concomitant medication were added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain") and uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia), uterine") in a 31-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain and uterine inflammation. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 months 3 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced menorrhagia ("hypermenorrhea, abnormal bleeding (vaginal, menorrhagia)"), ovarian cyst ("cysts") with adnexa uteri pain, dysmenorrhoea ("dysmenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-lavh, a&p repair on (B)(6) 2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, vaginal haemorrhage, dyspareunia and vaginal discharge outcome was unknown. The reporter considered dysmenorrhoea, dyspareunia, menorrhagia, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral satisfactory placement and full occlusion. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, hypermenorrhea, dysmenorrhea. Most recent follow-up information incorporated above includes: on 15-mar-2018: pfs and mr received: product indication, onset date updated, lot no, concomitant disease, new events menorrhagia, vaginal haemorrhage, dyspareunia, vaginal discharge and uterine haemorrhage added. Outcome for the events pelvic pain added as recovering / resolving. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain/pain") and uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia), uterine/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea") in a 31-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain and uterine inflammation. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), migraine ("migraines/ headaches"), headache ("migraines/ headaches") and weight increased ("weight gain"). In november 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 months 3 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced menorrhagia ("hypermenorrhea, abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), uterine, hypermenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea"). On an unknown date, the patient experienced ovarian cyst ("cysts") with adnexa uteri pain, mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue") and cyst ("cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-lavh, a&p repair on 21-mar-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, vaginal haemorrhage, dyspareunia, vaginal discharge, mood swings, migraine, headache, nausea, fatigue, weight increased and cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-nov-2015: bilateral satisfactory placement and full occlusio concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, hypermenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-aug-2018: quality-safety evaluation of ptc update. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain, severe pelvic pain/pain") and uterine haemorrhage ("abnormal bleeding (vaginal, menorrhagia), uterine/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea") in a 31-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain and uterine inflammation. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), migraine ("migraines/ headaches"), headache ("migraines/ headaches") and weight increased ("weight gain"). In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2016, 5 months 3 days after insertion of essure, the patient experienced vaginal discharge ("vaginal discharge/vaginal discharge"). On (B)(6) 2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant) and dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"). In 2016, the patient experienced menorrhagia ("hypermenorrhea, abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), uterine, hypermenorrhea") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea"). On an unknown date, the patient experienced ovarian cyst ("cysts") with adnexa uteri pain, mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue") and cyst ("cyst"). The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-lavh, a&p repair on 21-mar-2016). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the uterine haemorrhage, menorrhagia, ovarian cyst, dysmenorrhoea, vaginal haemorrhage, dyspareunia, vaginal discharge, mood swings, migraine, headache, nausea, fatigue, weight increased and cyst outcome was unknown. The reporter considered cyst, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-nov-2015: bilateral satisfactory placement and full occlusio concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, hypermenorrhea, dysmenorrhea. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff's fact sheet received. Events per fs: hormonal changes describe: mood swings, migraines/ headaches, nausea, fatigue, weight gain, cyst were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain, severe pelvic pain / pain') and uterine haemorrhage ('abnormal bleeding (vaginal, menorrhagia), uterine/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea') in a 30-year-old female patient who had essure (batch no. C51074) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included ovarian pain and uterine inflammation. Concomitant products included medroxyprogesterone acetate (depo provera), nsaids and paracetamol (acetaminophen). On (B)(6)2015, the patient had essure inserted. On (B)(6)2015, the patient experienced menorrhagia ("hypermenorrhea, abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia), uterine, hypermenorrhea"), dysmenorrhoea ("dysmenorrhea/dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)/abnormal bleeding (vaginal, menorrhagia) uterine, hypermenorrhea"), dyspareunia ("dyspareunia (painful sexual intercourse)/dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge/vaginal discharge"), mood swings ("hormonal changes describe: mood swings"), nausea ("nausea"), fatigue ("fatigue"), anxiety ("mental anguish") and depression ("depression"), 19 days after insertion of essure. On (B)(6)2015, the patient experienced migraine ("migraines/ headaches") and headache ("migraines/ headaches") and was found to have weight increased ("weight gain"). On (B)(6)2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6)2016, the patient experienced uterine haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced cyst ("cyst"). On an unknown date, the patient experienced ovarian cyst ("cysts") with adnexa uteri pain. The patient was treated with surgery (hysterectomy with bilateral salpingo-oophorectomy-lavh, a&p repair on(B)(6) 2016). Essure was removed on (B)(6)2016. At the time of the report, the pelvic pain, menorrhagia, dyspareunia and fatigue had resolved and the uterine haemorrhage, ovarian cyst, dysmenorrhoea, vaginal haemorrhage, vaginal discharge, mood swings, migraine, headache, nausea, weight increased, cyst, anxiety and depression outcome was unknown. The reporter considered anxiety, cyst, depression, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, mood swings, nausea, ovarian cyst, pelvic pain, uterine haemorrhage, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram. On (B)(6)2015: results: bilateral satisfactory placement and full occlusio. Concerning the injuries in the case, the following ones were described in patient's medical records: dyspareunia, hypermenorrhea, dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pif received: event outcome of pelvic pain, dyspareunia were updated. On (B)(6) 2020: incorrect source document. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 2-feb-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe pelvic pain. This event is anticipated in the reference safety information for essure. Essure coils were removed approximately 4 months after insertion. Pelvic pain may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between this event and suspect insert cannot be excluded. This case was regarded as incident since device removal was required. Other nonserious events were reported. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. No active follow-up is allowed and further information is expected only through litigation process.